Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. \the customer reported trouble shooting steps conducted. The customer checked the device and found that there was liquid patch on bottom row right side on display of ventilator. The customer reported that they cleaned device screen by dry cotton only. The customer reconnected the touch screen connector. Performed touch screen calibration , but not done due to touch screen not responding. The customer changed 3 volt coin cell. The customer cross checked with another working front panel, after that the device was working satisfactory. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported the touch screen was not functioning issue on the vela ventilator. At this time, there is no information regarding patient involvement associated with the reported event.